Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed. The rse was advised that the device was providing a speaker inop error "loudspeaker equipment fault". It was not confirmed if the device was producing sound or not at the time of the event. The rse advised the biomed to perform a cold restart. The biomed confirmed that the technical alarm message disappeared after the cold restart. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed. The rse was advised that the device displays a speaker fault alarm. The rse advised the biomed to perform a cold restart. It was confirmed that the technical alarm message disappeared after the cold restart. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported that the device is providing a blue alarm" inop for a speaker malfunction. It is unknown if the speaker was still emitting sound at the time of the event. The device was in use on a patient at the time of the event. There was no adverse event reported.